Event description:
It was reported that the patient had a bicycle accident and then experienced loss of stimulation. High impedances were observed on the spinal cord stimulation (scs) lead. The patient underwent a procedure where the lead was removed and replaced. Post operatively, the patient was doing well. The explanted lead will not be returned as it was retained by the customer.